Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by hazy fluid. The cause of peritonitis was unknown. The same day as the event onset, the patient was hospitalized and treated with vancomycin injection (1gm, every 5th day, intraperitoneal, discontinued) and ceftazidime injection (1gm, once daily, intraperitoneal, discontinued) for peritonitis. On an unknown date, the pd catheter was removed and the patient was transferred to hemodialysis. At the time of this report, the patient was discharged from the hospital and recovered from the events. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.